Event description:
Related manufacturer reference number: 2017865-2022-20154. Related manufacturer reference number: 2017865-2022-20156. Related manufacturer reference number: 2017865-2022-20158. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator system was found to have been infected. The entire system was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Additional information: a1: new information of patient identifier.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned. Correction: h10: field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that it was unknown how the infection was identified and unknown if cultures were taken.